Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test and o2 cell/sensor test during pre-use check. Our field service engineer investigated the ventilator on site and solved the issue by replacing the control printed circuit board (pcb). The evaluation of the provided logs confirms the failure of the pressure transducer test, o2 cell/sensor test and also failure of the flow transducer test, internal leakage test and the patient circuit test failed during pre-use check. The control pcb was not returned for further investigation. Therefore, the root cause to the reported issue cannot be established by this investigation.

Event description:
It was reported that the ventilator failed pressure transducer test and o2 cell/sensor test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).